Event description:
It was reported that the atrial lead exhibited loss of capture and undersensing. The lead was diagnostically imaged and showed a micro dislodgement. The lead could not be repositioned and was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.